Manufacturer narrative:
Additional information: section d - serial number: from: unknown to: (B)(6). The product was returned with the membrane loosely folded with blood on the exterior of the catheter. The extender tubing, pressure tubing, dilator and 0.025¿ guidewire were also returned. The guidewire was bent/twisted at approximately 3.8cm from the j-tip and the dilator was bent along its length. Additionally, several inner lumen kinks were observed within the membrane at approximately 3.3cm, 4.6cm, 5.6cm, 6.6cm, 7.4cm, 8.9cm, 11.4cm & 12.2cmfromt he iab tip. The technician attempted to insert the returned guidewire through the inner lumen and resistance was felt at the location of the kinks. A moderate amount of blood was removed fro within the inner lumen. Full insertion and removal of the guidewire and completed. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The condition of the iab as received indicated kinks in the inner lumen. Even though we were unable to duplicate the reported problem, kinks can cause difficulty monitoring pressure and/or difficulty flushing. The evaluation confirmed the problem. We are unable to conclusively determine when these kinks may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), an ultrasound-guided femoral arterial puncture was performed without complications. A dilator was inserted on the guide and then a jacket, a counter-pressure balloon was passed over the guide. It connects to the console three-way valve, calibration is injected at zero of the arterial line, but there is no curve on the monitor, nor is it allowed to flush saline solution by three-way valve. There was no reported injury to the patient.

Manufacturer narrative:
Updated patient ID: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint# (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), an ultrasound-guided femoral arterial puncture was performed without complications. A dilator was inserted on the guide and then a jacket, a counter-pressure balloon was passed over the guide. It connects to the console three-way valve, calibration is injected at zero of the arterial line, but there is no curve on the monitor, nor is it allowed to flush saline solution by three-way valve. There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), an ultrasound-guided femoral arterial puncture was performed without complications. A dilator was inserted on the guide and then a jacket, a counter-pressure balloon was passed over the guide. It connects to the console three-way valve, calibration is injected at zero of the arterial line, but there is no curve on the monitor, nor is it allowed to flush saline solution by three-way valve. There was no reported injury to the patient.